Event description:
It was reported to philips that the device has excessive wear. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.